Event description:
As reported by the field clinical specialist, during a transcatheter aortic valve replacement procedure, a 14fr esheath+ was inserted via left transfemoral with no difficulty. A 26mm sapien 3 ultra resilia valve was deployed, and the 26mm commander delivery system was removed from the esheath without difficulty. The valve was post dilated with a 26mm true balloon and the true balloon ruptured. The physician attempted to withdraw the ruptured true balloon from the esheath and reported some resistance. When the physician panned down with x-ray to view the sheath, it was noted that the radiopaque marker appeared to be detached from the tip of the sheath. The sheath was completely removed by the physician and exchanged for a new 14fr esheath+. The radiopaque marker came out with the 14fr esheath and was completely detached from the sheath when it was removed from the patient. There were no sheath remnants believed to be left in the patient. There was no patient injury.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. The device-related photos provided were reviewed, and the following was observed: distal end of the liner appears to be fully delaminated and bunched. Detached and retrieved c-marker band. The complaints for non-edwards device withdrawal difficulty through esheath, system component separation during use, and sheath liner delamination were confirmed based on the provided imagery . However, no manufact uring nonconformance was identified during evaluation. Review of the device history record did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU /training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As the non-ew balloon aortic valvuloplasty (bav) device had a burst balloon, it is likely that the altered balloon profile increased interactions with the sheath during withdrawal, leading to resistance. Withdrawal of an altered balloon profile can lead the non-ew bav device to catch onto the sheath liner and delaminate it. The operator may apply device manipulation to overcome any difficulty, which can further delaminate the liner as the non-ew bav device is pulled through the sheath. C-marker band separation can occur when device manipulation is applied to overcome withdrawal difficulty. As such, available information suggests that procedural factors (withdrawal of non-ew burst balloon) may have contributed to the non-ew device withdrawal through sheath, while procedural factors (withdrawal of non-ew burst balloon, device manipulation) may have contributed to liner delamination and c-marker band separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.